Manufacturer narrative:
H.6. Investigation: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for molding defect with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of molding defect through corrective and preventive actions. H3 other text : see h.10

Event description:
It was reported that the holder one use jpn experienced molding defects -sharp protrusions. Product defect was noted after use. The following information was provided by the initial reporter: the hcp noticed that there was a burr on the holder. This didn't injure his/her fingers but damaged the glove.

Event description:
It was reported that the holder one use jpn experienced molding defects -sharp protrusions. Product defect was noted after use. The following information was provided by the initial reporter: the hcp noticed that there was a burr on the holder. This didn't injure his/her fingers but damaged the glove.

Manufacturer narrative:
The following information has been updated: d.10 device avail. For eval?: yes. D.10 returned to manufacturer on: 2020-08-07. H.3. Device return to manuf.?: yes.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is meiban micro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the holder one use jpn experienced molding defects -sharp protrusions. Product defect was noted after use. The following information was provided by the initial reporter: the hcp noticed that there was a burr on the holder. This didn't injure his/her fingers but damaged the glove.